Event description:
Patient reported experiencing low blood sugar levels. Patient reported the reason for the hospitalization was due to a low blood sugar reading of 28. Patient stated that she only ate 4 tater tots in 2 days and only symptoms she is experiencing is drowsiness and gets sleepy whenever her blood sugar readings are too low. Patient stated that she became paralyzed and she was rushed to the hospital. Patient stated the she removes her v-go devices prior to the 24 hour period due to her low blood sugar readings. Patient also stated that her blood sugar level was recently 600, but did not go into any further detail about that reading. Patient reported that she has not been eating nor wearing v-go because of her low blood sugar readings and when referred to her hcp, patient advised that she cannot afford to see her endocrinologist.